Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a trauma surgery was performed two years ago, the 4.5mm l-d fem lk pl16h l 342mm broke without any external force. Patient has undergone revision surgery. The patient is stable.

Manufacturer narrative:
The device was not returned for evaluation. A x-ray photo was provided which shows the broken plate at the distal 3rd of the femur as well as a plate screw backing out which supports the complaint. The clinical/medical investigation concluded that, without comparison of immediate post-implantation and immediate post-revision x-rays we are unable to determine how the fracture was repaired or whether there was adequate fixation in the primary surgery or to confirm if the noted fracture of the femur is the same location as initially treated and therefore a possible non-union. Consequently, the clinical root cause of the reported fracture cannot be definitively determined. Therefore, it cannot be concluded that the reported events were associated with a malperformance of the implant. The impact to the patient was the fracture and the revision. Since the patient¿s condition has been reported as stable, no further clinical/medical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for fracture fixation devices revealed in adverse effects that cracking and fracture of the implant components can occur. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, abnormal loading or motion of the limb. The contribution of the device to the reported incident could be corroborated as the device was broken and it was required a revision surgery. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.